Event description:
After starting the IV in patient's right hand, blood flashed in catheter. IV catheter advanced as per usual custom and practice. Needle was then retracted. The hub in which the IV needle is retracted through began to leak blood. IV flushed with normal saline, and the normal saline also leaked through-out the hub port. IV catheter changed out. No patient harm. Risk for infection if defected IV catheter remained in use due to leaking hub.